Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis. Data was reviewed from the reported event date of 26may2025. At 05:51, no external power alarms activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The no external power alarm resolved when power was restored to the mpu approximately three seconds later. The backup battery supported the system as intended during the loss of external power. Provided information indicated that a v-lock connector was in use at the time of the events, and that the ac power cord came loose at the wall, which was determined to be the root cause of the reported event. The device history records were reviewed and revealed no deviation from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the mobile power unit (mpu) had a v-lock connector on the ac power cord. The ac power cord came loose at the wall outlet and not at the back of the unit. The mpu was not exchanged or removed from service.

Event description:
It was reported that the event log file displayed power cable disconnect, low power hazard, no external power alarms that was caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.